Manufacturer narrative:
This report is submitted on september 07, 2017. (B)(4).

Event description:
Per the clinic, the patient electively underwent revision surgery under a general anaesthetic on (B)(6) 2017, to have the internal magnet removed and an abutment placed. The patient reportedly experienced sound processor retention issues subsequent to the revision surgery.